Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 7082251/7082327.

Event description:
It was reported that the patient has some infection from the back surgeries. Symptoms of pain was noted. Physician thinks that the ipg is also infected. Additional information was received all components were explanted and discarded per hospital policy. The system was swabbed for infection and none was present. The patient was given an antibiotic to ensure there was not going to be an infection. The patient was doing fine postoperatively.

Event description:
It was reported that the patient developed an infection from non-device related back surgeries. Symptoms of pain was noted. Physician thinks that the ipg is also infected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago based on the date the manufacturer became aware of the event.